Event description:
Additional information received from the manufacturer¿s representative (rep) reported there was a tel-n issue with the neurostimulator. The neurostimulator needed to be explanted and replaced; surgery was hopefully going to be booked in the next week or two.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient is having their battery replaced on october 9th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that upon receipt a hybrid anomaly was observed. Destructive analysis traced this to the hybrid circuit board. There was an intermittent telemetry link. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient is having their battery replaced tomorrow, october 9th.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported after receiving the device they were able to intermittently connect with the implant and believed there were some reliability issues around the telemetry module.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep called today with patient for interrogation at post-op appointment today. Rep was unable to connect to the clinician application and the patient handset. Rep had been able to connect to implantable neurostimulator (ins) at the time of implant and set up brainsense with no issues. Tech services (ts) had rep power down both handset/tm91 and retry but the only message seen was no device response. Rep tried the clinician app again and it just continued to say searching for device for a good 15 mins without ever finding the ins. Ts had rep try to reset the ins but that didn't resolve issue. Tried the handset app and confirmed ble and location was turned on. Unlinked ins from handset and then tried to link again but still getting no device response. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the issue was believed to be the implant. Further troubleshooting was going to take place with engineering with a possibility of explant.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the rep attempted a reset using the tel-m ins reset tool on (B)(6) 2024 but unfortunately the communicator still required successful tel-n authentication prior to entering a tel-m session with the tel-m ins reset tool. Due to the tel-n lockup (separate communication issue), authentication was not possible and reset command was unable to be sent to the ins.